Event description:
The account reported that the brake casters swivel around when the brake is set. No patient injury reported.

Manufacturer narrative:
The technician found the brake caster swivel locks are causing the issue. The technician replaced the brake casters and brake steer casters to resolve the issue. Based on this information, no further action is required.